Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as small, itchy, round spots. There is no alleged device malfunction. Follow up with the patient was completed and the skin irritation was resolved. The patient's doctor advised to end use of the lifevest.